Event description:
High no alarm was activated and no cell failed [device issue], spo2 decreased to the 70's [oxygen saturation decreased]. Case description: on (B)(6) 2013, a respiratory therapy supervisor in (B)(6) called ikaria drug and device safety to report a high no alarm was activated and no cell failed on the inomax dsir (B)(4) while is use on a pt. The pt's spo2 decreased to the 70's. The pt was a full term neonate born on (B)(6) 2013 with a congenital diaphragmatic hernia. The pt was intubated and on the drager babylog vn500 ventilator with fraction of inspired oxygen concentration (fio2) of 100%. The pt was started on inomax (cylinder# (B)(4)) at 20 parts per million (ppm) via the inomax dsir (B)(4) on an undisclosed date. According to the rt, on (B)(6) 2013, the pt "was not doing well on the vn500" ventilator and a decision was made to switch the baby to the carefusion 3100a high-frequency oscillatory ventilator (hfov) with the following settings" frequency 9 hz, amplitude 32, mean airway pressure (map) 15 cm h2o and fraction of inspired oxygen concentration (fio2) 100%. The baby was manually ventilated with the inoblender set at 20 ppm and 100% fio2 while the ventilators were switched out. Once the infant was connected to the 3100a, the inomax dsir alarmed "high no" and the baby's spo2 started to decrease from a baseline in the 90's to the 70's. The pt was immediately removed from the ventilator and manually ventilated with the inoblender. The pt's oxygen saturation levels returned to baseline within a short period of time (exact duration nos). The pt was manually ventilated with the inoblender at 20 ppm and 100% oxygen while an rt performed a low calibration on the inomax dsir. The device failed low calibration due to no sensor failure and was switched out with another dsir (serial number not provided). The pt was reconnected to the ventilator and new inomax dsir without further issues. Per hospital policy, the rt reported the event to risk mgmt and according to the hospital "occurrence report" the event of spo2 decrease to 70's was considered to be "potentially life threatening" and the device issue had "significant potential for causing an adverse event." The inomax dsir (B)(4) was removed from service and returned to ikaria for inspection.

Manufacturer narrative:
(B)(4). Inomax dsir with serial (B)(4) is under investigation. A supplemental report will be submitted with 30 days of completion of investigation.